Event description:
The rep reported they met with the patient and reprogrammed the battery. The issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were not able to adjust their therapy in group b. The issue began today. Patient stated the other day they were programmed from program a to group b and they didn't understand that they couldn't turn the therapy down at night time so they turned the stimulation down to 7.7. Patient mentioned it keeps them awake at night so they turn it down; agent understood as stimulation. Patient said they tried to adjust the therapy back up to 9.4 today but every time they pushed the up button they got a message that said it was currently adjusting therapy try again in a few seconds. Patient confirmed that the issue was only with program b and they kept trying to adjust in group b. Patient confirmed they were able to adjust therapy in group a. Agent instructed patient to turn neurosense off then on but patient was getting the message currently adjusting therapy try again. Agent walked patient through restarting handset and walked patient through turning off the neurosense. Patient was then able to increase the stimulation to a comfortable level and turned neurosense back on. Agent reviewed with patient meaning of message. The troubleshooting steps that were taken on the call resolved the issue. On (B)(6) 2024 patient called back and was again having difficulty with therapy. Patient reported they were not feeling anything on group b with intensity of 9.4 and using neuro sense. Patient was unable to increase stim (as neuro sense was on). Agent asked, patient confirmed they had group a available as well. The patient changed groups and reported feeling stimulation. Agent reviewed that the intent of group b/neuro sense is to go right below the threshold of sensing stimulation - patient confirmed their pain symptoms had been covered, but they felt no 'stimulation.' When changing to group a, however, the sensation was there. Agent reviewed information and patient decided to stay with group b. On 2024-aug-16 pt called back and reported that 4 different times the pts stimulation had let loose on them and started shocking them. Stimulation was unexpected and sent vibrations through their body. Pt had to go in and turn stimulation off and back turn on. When this happen they were sitting down and was not moving at all. Pt was redirected to call their healthcare provider (hcp) about therapy issues. Pt noted they will call their rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.